Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. On (B)(6) 2015 the patient was administered a local anesthetic to facilitate excision of tissue from abutment site. During the same procedure the abutment was exchanged. The implanted device remains.